Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. It was reported that yesterday the handset started voice assist and patient wanted to have it turned off and states they were having a hard time connecting to the communicator/pump agent reviewed and patient was able to turn off voice assist. Patient stated with voice assist off, they were able to use the personal therapy manager (ptm) and connect to the communicator. Patient then stated they were not sure when the handset started lagging for a long time at 90% when they would try to bolus because it had been so long ago. Agent reviewed data and assisted the patient in deleting the data. Patient was able to connect to the pump with no lag. Patient would call back if they need further assistance.